Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranged from 613-624 mg/dl and a large ketone level identified as dangerous. The suspected cause of the high bg was due to ignoring multiple occlusion alarms. Customer delivered a correction bolus to initially address bg and was admitted to the emergency room (ER) prior to being hospitalized. During hospitalization, healthcare providers disconnected the pump from the customer and administered humalog insulin via a manual injection, intravenous and insulin therapy, 8 mg of zofran, and perfalgan to treat the high bg. A system check was performed, and it was found that the customer was using off label insulin (fiasp) within the pump supplies. Customer was released from the hospital on (B)(6) 2022 with the issue resolved and no permanent damage. No additional information was provided regarding the occlusion alarms and how they were resolved. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Device not returned.